Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 3003306248-2023-00579. It was reported that the console and motor were displaying an s3 alert, motor not connected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of a s3 alarm active in the log file associated with can bus send errors. The centrimag console (serial number (B)(6) was returned and evaluated following the reported event of s3 and motor not connected alarms. During the evaluation, the console and the returned motor were connected to a mock loop and a log file was downloaded. The downloaded log file contained events spanning approximately 16 days (B)(6) 2022- (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per the timestamp). The log file captured intermittent m2 motor disconnected alarms active between the events of (B)(6) 2022 at 17:03:30 and (B)(6) 2023 at 11:36:15; however, the events prior to (B)(6) 2022 are associated with data associated with the manufacture of the motor. The alarms after (B)(6) 2022 did not clear on their own and reappeared after several attempts of muting the alarm. Several power cycles were also performed in an attempt to clear the alarm. During operation, the returned console and motor were connected to a mock test loop. During operation, the motor¿s cable was flexed near its connector bend relief and immediately, the console began alarming with an s3 and m2 alarm, confirming the reported event. The s3 alarm observed in during testing was not captured in the downloaded log file. The returned motor and console were then separated and connected to their own independent test loops. When the console was tested independently, it was able to operate as intended with no alarms observed during operation. The console is ready for use and will be returned to the customer. The root cause of the reported event could not be correlated to an issue with the console. The root cause of the reported event was determined to be an issue with internal wire fatigue of the motor cable. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and m2 alarms, as well as appropriate operator response to these events. E device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.